Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a trial lead. The physician completed the procedure with one trial lead. Postoperatively, the patient indicated having a minimal headache. Follow-up information indicated the patient's headache resolved on its own and the patient completed the trial successfully.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.